Event description:
It was reported that a (B)(6) male with a medical history of htn, gerd and chron¿s. He is an insite study patient and was implanted with the gamma3 im nail on (B)(6) 2014. X-rays revealed on (B)(6) 2014 that the distal interlocking screw broke. No surgical intervention at this time.

Manufacturer narrative:
Device remains implanted. If additional information becomes available it will be provided on a supplemental report.